Event description:
It was reported that a patient underwent a robotic nephrectomy procedure on (B)(6) 2023 and a suture clip was used. The device would not close completely around the suture. A new device was used to complete the case with no patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.